Event description:
Device malfunction: none. Time of symptoms/ae: post vessel closure. Symptoms/ae: hematoma/drop in hemoglobin/hematocrit. It was reported that a physician using a proglide device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, two hours post vessel closure the patient developed a hematoma. Manual compression was applied as treatment. Additionally, the patient was given two units of packed cells for a drop in hemoglobin/hematocrit. Symptoms resolved in 2008, and the patient was discharged. There were no other reported adverse patient effects. Though requested, no other information was provided.

Manufacturer narrative:
Drop in hemoglobin/hematocrit. Xience v global event. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.